Event description:
The customer stated that during daily the check, the device has a contact fault on the paddles. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.